Event description:
It was reported that during a laparoscopic assisted open hysterectomy procedure, the device cut but did not staple. The device was difficult to remove from the tissue. The jaws of device were not difficult to open. The case was converted to open prior to use of device because of a mass. The surgeon tried a competitor's device and it would not function properly. A splenectomy was also performed on the patient. Patient is expected to have a full recovery.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.